Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that a shaft became kinked. The 95% stenosed target lesion was located in a moderately calcified and moderately tortuous below the knee artery. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was used to treat the target lesion. During procedure, the cutting balloon was inserted into a 6f non bsc introducer sheath but resistance was encountered near the monorail port. The cutting balloon was removed from the patient and the shaft of the cutting balloon was found to be kinked. The procedure was completed with another same device. There were no patient complications reported and the patient's status is good. However, device analysis revealed a hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: an examination of the returned unit confirmed a hypotube break 54.5cm from the catheter strain relief. The hypotube was also kinked at 52.6cm from the catheter strain relief. No further damage was noted to the catheter. The balloon material was folded. The balloon could not be prepped. However, the device was passed over a 0.014inch guidewire and advanced through a 6fr boston scientific super sheath with no resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).